Event description:
A medtronic representative reported that, while in a l2-l5 spinal fusion procedure, the surgeon alleged the navigation system spine 2.0.1 software was 3-5mm inaccurate. The surgeon deemed being accurate medial and lateral, however, the navigation system showed the universal drill guide (udg) superior to where it was touching. Also noted being accurate on the level of the open spine clamp reference frame. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, tested accuracy with saw bones; everything was found to be accurate. The site has done multiple cases since this event, all without issue. (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed.